Manufacturer narrative:
(B)(4). The lot was manufactured from february 7, 2015- february 9, 2015. The evaluation of the returned device is complete. Visual inspection revealed white particulate matter floating in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particles. This was found after being compounded with an unspecified amount of fluorouracil. There was no patient involvement and no additional information is available.